Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) for failure analysis investigation. Failure analysis found the psm failed the weighted brake drop test. Failure analysis confirmed the brake failure along axis 2. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci si system logs and no patient involvement occurred, if the malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Upon review of the da vinci si system log, an intuitive surgical, inc. (Isi) representative observed an 23022 error message indicating that a brake fault on a patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.